Event description:
It was stated that insulin leaked from the reservoir into the reservoir compartment. It was stated that the reservoir was cracked and that is why it leaked. No blood glucose reading was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.